Event description:
Prior to a laparoscopic appendectomy, the endopath electrosurgery probe plus ii malfunctioned and never worked. When the button for irrigation was pressed it never pushed any irrigation fluid through the tubing. There was no patient harm, it never actually touched the patient. The issue was identified before the procedure began. The probe handpiece was replaced with a new one and the procedure was completed as originally planned.